Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 visual examination of the provided photographs identified the explants. There is not damage seen on the articulating surfaces. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event for dislocation could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: 115310, lot: j7878153, item name: comp rvrs shldr glnsp std 36mm. Item: 110031406, lot: 66484132, item name: mini +5mm thickness +6mm taper offset 40mm diameter humeral tray. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty. Subsequently, the patient was revised approximately nine days later due to dislocation. There was harm/injury to the patient as the patient had to underwent additional surgical/medical procedure. Due diligence is complete. No additional information is available.